Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The implant was not working or not functioning. The caller did not have further details. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was noted the hcp had been the doctor who did the patient's trial in (B)(6) 2015, which was a positive experience. The patient ended up getting the permanent implant around (B)(6) 2016. It was reported the ins did not provide proper coverage. The patient had a surgery to manipulate the spinal cord stimulator (scs) leads over a year ago, which did not improve the patient's pain. The hcp also reported they continued to treat the patient's neck pain but recommended the patient see their surgeon to discuss their scs device. The patient had scheduled an appointment to discuss next steps with their surgeon, and it was proposed by the surgeon to try the implant surgery again but with a larger opening. The patient was to follow up with the surgeon again in 2017 after return from an out of state trip. No further complications were reported.